Event description:
Regarding a sling used in a sacral colpopexy procedure, two revision procedures were performed to trim the portion of the sling that eroded through the vaginal wall. Eventually, the physician performed a procedure to remove the entire sling. Pt has a fistulous tract with continued bleeding/discharge; scheduled to see a colorectal surgeon.